Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain serial number, UDI number and implant dates. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2020-23007. It was reported that patient's leads migrated after falling. As a result, patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, both octrode leads passed all electrical testing and setscrew marks were present on the insertion contact, indicating they were secured in ipg header. No root cause was identified for the reported event.